Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly, which led to a pump shutdown. The customer's blood glucose (bg) level was 358 mg/dl. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. Customer acknowledged. Upon follow up, the customer indicated that the battery depletion rate was within normal parameters.